Event description:
Patient reported infusion set tubing separating from the luer lock connection. In addition, she reported an incident of the infusion set tubing separating at the infusion site connection area, but not at the luer lock. Patient indicated that her blood glucose was elevated to 480 mg/dl. She stated that she felt very thirsty. Patient changed the infusion set tubing and administered a bolus to address the issue. Patient stated that during other incidents, she felt symptoms of thirst and frequent urination. She addressed this issue by changing the infusion set tubing and administering boluses. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.